Event description:
Customer reported a past high blood glucose event with the exact value unknown as it displayed as "high." Cause was not known. The customer did not take any immediate action and allowed blood glucose levels to return to normal on their own. Technical support recommended consulting with a healthcare professional to discuss factors affecting blood glucose levels, and the customer understood and agreed.